Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had dislodged. The lead was explanted and replaced. The patient was doing well post surgery. The lead would not be returned for evaluation.